Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for partial display. Customer's blood glucose at the time of incident was unknown and current blood glucose is 378 mg/dl. Customer tried to access her basal review and states she only sees setting # 2 and #1 and standard are missing. Customer states she fell on her insulin pump and states her insulin pump screen is blank and 2 black marks on the screen and battery icon on display. Customer fell on top of her insulin pump. Customer states the insulin pump was dropped and bumped. Customer reports a high blood glucose during cosmetic damage to her insulin pump. Customer blood glucose at time of cosmetic damage was over 300 mg/dl and also reports a high blood glucose over 500 mg/dl. Customer reports the symptoms related to their high blood glucose was nausea. Customer reports they feel okay to troubleshoot. Customer treated for high blood glucose with manual injection and insulin pump. Customer reports they have not contacted their healthcare provider regarding the high blood glucose. Customer states the drive support cap appears normal (slightly indented). Customer is not calling back to perform an high pressure test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump had missing segments/partial display due to a cracked and bleeding lcd glass. Unable to perform self test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to lcd damaged. Pump had minor scratched display window and cracked reservoir tube lip.